Manufacturer narrative:
(H3) after further investigation, this case has been determined to be a duplicate of 1038671-2021-00145. Please see 1038671-2021-00145 for additional information regarding this event.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the surgeon was trying to get the retractor out from behind the glenosphere and when he pulled out the skid it broke. No parts or pieces, no effect on patient. Device to return for evaluation.